Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported pericardial effusion could not be determined. Pericardial effusion is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The date of event is estimated as (B)(6) 2019. The implant date is estimated as (B)(6) 2019.

Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was deployed on the mitral valve, reducing mr to a grade of 1. However, after deployment, a pericardial effusion (pe) was observed. For treatment, a pe drain was implanted. The following day, the pe drain was removed, and the patient was in a stable condition. Additional details are listed in article, title initial experiences with the mitraclip g4: review of the novel device features.